Event description:
It was reported that after the implantation of an inflatable penile prosthesis (ipp), the pump adhered to the skin and the cylinder could not be fully inflated. Upon revision, it was determined that the patient needed to have the ipp removed and replaced with a new one. Due to the replacement surgery, it was necessary to prolong the patient's hospitalization to prevent an infection. No further patient complications were reported.

Event description:
It was reported that after the implantation of an inflatable penile prosthesis (ipp), the pump adhered to the skin and the cylinder could not be fully inflated. Upon revision, it was determined that the patient needed to have the ipp removed and replaced with a new one because the pump stayed flat. Due to the replacement surgery, it was necessary to prolong the patient's hospitalization to prevent an infection. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. First cylinder had wear at fold in the proximal end and distal end of the cylinder. First cylinder had a leak from sharp instrument in the proximal end of the cylinder. Microscope examination revealed that the second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed the microscope examination, leakage and functional test. Both rear tip extenders (rte) were visually inspected. Both rtes passed visual inspection. No damage or abnormalities were found. Based on the information available and analysis results, the investigation conclusion code of known inherent risk of device was chosen as the allegation related to adhesions which is addressed in the labeling and risk documentation.

Event description:
It was reported that after the implantation of an inflatable penile prosthesis (ipp), the pump adhered to the skin and the cylinder could not be fully inflated. Upon revision, it was determined that the patient needed to have the ipp removed and replaced with a new one because the pump stayed flat. Due to the replacement surgery, it was necessary to prolong the patient's hospitalization to prevent an infection. No further patient complications were reported.